Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, noise resulting in oversensing and decreased pacing impedance were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve this event. The physician suspected insulation abrasion due to subclavian crush upon visual inspection of the lead. The patient was stable following this event with no adverse health consequences.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection of the lead found clavicle crush damaging all cable lumens and inner coil lumen at the middle region of the lead with damaged ptfe liner of the inner coil and etfe coating of one ring electrode cable. The cause of the reported events was due to insulation damage consistent with clavicular crush. The reported events of noise, low pacing impedance, and insulation abrasion due to subclavian damage were confirmed.